Event description:
It was reported that the patient was having trouble charging the ipg causing ineffective therapy. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.